Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was giving out a constant tone/beep. Customer's blood glucose was 580 mg/dl. Customer treated high blood glucose with insulin pen. Device passed the self-test. No troubleshooting was done on high blood glucose. Constant tone was resolved prior to the call. Customer will not be returning the device for analysis.